Event description:
A discrepant advia 1200 chloride result was released to the clinician. Patient sample exhibited normal sodium & potassium results with chloride results ranging from 140 to 160 meq/l. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the elevated chloride values was due to corrosion around the reference electrodes. The fse replaced the reference electrode. The instrument is performing within specifications. No further evaluation of the device is required.